Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to contact support again if the malfunction reoccurs, which the customer acknowledged and understood.